Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer had blood glucose levels of 417, 486, 421, 496, 498, 389, 489, 452, 437, 436, 497, 484, 480, 521, 406, 347 and 457 mg/dl. Customer stated that the drive support cap was normal. Customer was alleging insulin pump fro under delivering because customer had high blood glucose level about one month. The insulin pump will not be returned for analysis.